Event description:
It was reported to boston scientific corporation that a cre fixed wired dilatation balloon was used during a procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon popped during inflation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally and circumferentially. The catheter of the device was bent located approximately 67cm from the hub. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal and circumferential tears found could have been interpreted by the customer as the reported event of balloon burst. The tears in the balloon are likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing a longitudinal and circumferential tear. Demonstrating excessive force during handling or usage and/or forcing the device against significant resistance could result in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wired dilatation balloon was used during a procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon popped during inflation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).